Manufacturer narrative:
Initial reporter name and address:(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: deflation.

Event description:
Healthcare professional reported "deflation" against right device. The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, opening, crease and flat. Leak test was performed, and found opening on anterior . A microscopic analysis was performed which identify, two punctured opening in the anterior . The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: two punctured opening on anterior, due to surgical damage like.

Event description:
The device has been explanted.